Manufacturer narrative:
(B)(4). Batch # r92p08. Concomitant medical products: generator & disposable. Device analysis: the hand piece was received with the nose cone cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the hand piece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected hand piece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device stayed stuck up in the hand piece. There were no patient consequences. No additional information is available at this time.